Manufacturer narrative:
Major bleed/thrombosis: the cause of the major bleed and thrombosis cannot be determined due to insufficient clinical details. Purge pressure high: due to the evidence of biomaterial on the returned product and the clinical details provided, the cause of the purge pressure high is most likely due to biological material unclassified as without data log review, the cause could not be conclusively determined and confirmed whether it was an ingestion or build up event. Low or blocked pump flow: based on the clinical details provided regarding suspicion of a clot and troubleshooting didn't work and the returned product having evidence of clot, the cause of the low or blocked pump flow is most likely due to biological material unclassified. Placement signal issue: due to a lack of data logs, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
D4 catalog number updated. D9 device return date. H6 clinical code added e0514. H6 med dev prob code removed a141101, added a141102, a140508. H6 impact code added f1904 and f1905.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via right axillary artery in a 64 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai stage c. On day 10 of support, the patient had a decrease in hemoglobin level and a CT was performed, which revealed a spontaneous retroperitoneal bleed. Heparin was held and purge flow was decreased by 50%. Bleeding is a known risk associated with impella 5.5 as described in the instructions for use.

Manufacturer narrative:
B5 updated to included additional information received from the clinical site. D6b explant date provided. H6 medical device problem code updated to include new failure mode reported.

Event description:
An impella 5.5 was inserted via right axillary artery in a 64 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai stage c. On day 10 of support, the patient had a decrease in hemoglobin level and a CT was performed, which revealed a spontaneous retroperitoneal bleed. Heparin was held and purge flow was decreased by 50%. The reported major bleed is consistent with the anticoagulation/purge requirements associated with impella support. It was also reported that the placement signal was unreliable. There was no correlation between ps values and new arterial line values. The placement signal mean was >40 pts lower than map via arterial line.